Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented because they did not "feel well" and a device interrogation noted the cardiac resynchronization therapy pacemaker (crt-p) had went to elective replacement indicator (eri) several years prior. It was noted the patient had been lost to follow-up and the device had not been checked prior to going to eri. It was suspected the device went to eri due to possible high battery impedance and the eri tripped prior to expectations. At the device check, the device was not pacing, however, when capture thresholds were run, capture was observed. It was noted there had not been biventricular pacing since the device went to eri and the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.